Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device did not no delivery alarm when there was no insulin in the reservoir. Customer's blood glucose was 250 mg/dl. Customer wanted the device replaced. Customer agreed to return the device for analysis.